Event description:
It was reported that the patient presented to the emergency department with over sedation symptoms. Actions required as a result of the event consisted of reprogramming; the device manufacturer representative was notified to see the patient ¿in hospital¿ and to turn the pump to minimum rate. No diagnostic testing or troubleshooting was performed or required. The cause of the issue was not determined. The patient¿s symptoms were also listed as overdose symptoms specifically being that the patient was described to the device manufacturer representative as over sedated. The pump was programmed to minimum rate and the patient was to follow up with their managing health care provider (hcp). The patient was discharged from the hospital on 2014 (B)(6) in stable condition. The patient¿s status at the time of report was listed as ¿alive ¿ no injury¿. The device system was used to deliver hydromorphone and bupivacaine. It was later reported that an additional symptom the patient experienced was drowsiness. It was uncertain at the time if the issue was related to the patient¿s device. The patient had a pump refill done under color ultrasound on 2014 (B)(6). The refill was routine and no anomalies were noted by the provider. The patient¿s refill volume was updated and their dosage rate was no adjusted during the refill. It was further reported that the patient was readmitted to the hospital on 2014 (B)(6). The emergency department hcp stated that the patient was complaining of over sedation. It was noted the pump at the time of re-admission had been programmed to minimum rate since 2014 (B)(6). The patient¿s managing hcp was notified and recommended no action be taken with the pump. On 2014 (B)(6), the device manufacturer representative was then instructed to go to the hospital to assist in programming the pump to stopped pump mode. No anomalies were noted during interrogation and programming of the pump. The patient was alert, stable and responsive during that visit. The hospitalist would be discharging the patient in the next day.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2010 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).